Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on information proved in mail conversations. No goods or device logs were received. The customer state that the patient unit was dropped while they were moving it, resulting in a bent cassette assembly. It was discovered that the unit was not locked in its' locking position when it fell during transport. Why the patient unit was not secured in its' locking position is unknown and not able to be determined based on the investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator fell off the mobile cart while it was being moved. Note: during transport, the ventilator is secured on the mobile cart. There was no patient involvement. (B)(4).